Manufacturer narrative:
Investigation results: one 5mmx36cm atraumatic dual action grasper device used for treatment, was returned for evaluation. Instructions for use confirms instructions, precautionary statements and recommendations for proper use of product. This is a five year old reusable instrument. Visual inspection indicated all the jaw components were missing. The distal connection area has been snapped off at the jaw mechanism. One fork connection was fractured and not returned. The condition indicates excessive force or leverage was placed upon the product. Per instructions for use aesculap prestige endoscopic graspers are designed to grasp soft tissue structures during endoscopic procedures. Aesculap endoscopic graspers are designed to be used through a cannula, or port, commonly called a trocar sleeve. Any use of an instrument for a task other than its intended purpose will usually result in a damaged or broken instrument. Lateral pressure on the instrument when inserting or removing it may damage the shaft or the working tip. Instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Complaint history review indicated a similar allegation for the lot number reported. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(4). Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with a prestige grasper. During an unspecified procedure, the instrument broke into several pieces on the sterile field upon clamping down on the slide-lock grasper. An x-ray was required and there was a 10 minute surgical delay. Additional information was not provided.